Manufacturer narrative:
It was reported that the hl20 pump displayed the error message: "safety-s" and the pump was not switching on intermittently. The pump motor control board was replaced. The replaced motor control board was requested for investigation but still pending. As soon as new information becomes available a follow up medwatch will be submitted.

Event description:
It was reported that the hl20 pump displayed the error message: "safety-s" and the pump was not switching on intermittently. Reference number: (B)(4).

Manufacturer narrative:
It was reported that the hl20 displayed the error message: "safety-s". No patient was involved. A getinge field service technician was onsite and investigated the unit in question. The technician confirmed the reported failure of the hl20 displaying the error message: safety-s. The technician troubleshooted the device and could confirm that the motor control board was defective. After replacement of the motor control board the device was tested for more multiple hours and no error was displayed at that time. The device was handed over to the customer in working condition. The defective motor control board was not available for further investigation. The reported failure was evaluated by the manufacturer as follows: there are three main groups of possible causes for the reported failure "safety-s" error message: 1. The safety system board itself is defective and cannot correctly detect or process the incoming signals 2. An error occurs when transmitting the signals via the control board to the safety system board ("cold" solder joint, defective optocopler). This causes that the safety system board to receive no or incorrect data and therefore triggers the error message. 3. A function of the pump is actually disturbed (e.g. Wrong direction of rotation) and the control system does not detect it in time. This is exactly what the safety system is for. As several faults would normally occur at the same time (malfunction and failure of the control system), this is extremely rare. On the respective boards themselves there are then a large number of possible causes (microprocessors, optocoplers, operational amplifiers, etc.), so that a further summary based on the information from the complaint is not possible without further investigation. Unfortunately, this error message is also one of those where in most cases the malfunction does not occur during the investigation. The identification of the defective component is then not possible. The reported error message "safety-s" could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required the ocurrance rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Reference number: (B)(4).